Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer failed. A field service engineer (fse) diagnosed the issue by running diagnostics and reseating all cables. The fse identified a cable rubbing against the top housing drawer, which caused a short contact when the drawer moved. The fse rearranged the cables and restarted the station. After the fix, the drawer operated normally without crashing the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, main drawer 2 was failed. The customer reported that the malfunction took place when the user tried to dispense medication to the patient, however no delay was reported. There were no adverse events or injuries reported based on this incident.